Event description:
The event occurred during the beginning of a flexible bronchoscopy, diagnostic procedure. The procedure was completed with another tower.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated b5, e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center displayed only black and white images on 190 scopes. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.